Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to erosion.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient experienced pain, erosion, extrusion, dyspareunia, and vaginal scarring. The patient underwent resection of mesh from the vaginal wound due to pelvic pain; status post pop repair on (B)(6) 2009. The patient also underwent revision on (B)(6) 2014 and (B)(6) 2014 due to sui. (B)(4).